Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 600 mg/dl with polyuria and polydypsia associated with air bubbles and a leaking cartridge. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the user was not filling the cartridge correctly. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.